Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 305902; batch# 4095458. It was reported that the bd safety-lok needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Ma gave a vaccine and upon pulling the needle out of the thigh it became detached from the hub.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub. One sample was provided to our quality team for investigation. The sample was received without plastic shield and needle. A visual inspection was performed with 30x magnification. The needle hub orifice where the needle goes has 360 degrees covered with epoxy. No other information could be obtained from the sample. Based on the investigation and with the sample analysis the symptom reported is confirmed. Furthermore, a device history record review was completed for provided lot number 4095458. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.